Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure. According to the complainant, during the procedure, the whole mesh appeared twisted inside the mesh sleeve at the center of the mesh in the 4 cm detanged area. Both sides of the mesh assembly were pulled through the abdominal incisions when the problem was noticed. The twist was not removed after implantation. The physician completed the procedure with this sling with no complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure. According to the complainant, during the procedure, the whole mesh appeared twisted inside the mesh sleeve at the center of the mesh in the 4 cm detanged area. Both sides of the mesh assembly were pulled through the abdominal incisions when the problem was noticed. The twist was not removed after implantation. The physician completed the procedure with this sling with no complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Initial MDR submission was erroneously submitted as a 5 day report. Boston scientific corporation was not required to initiate action to prevent an unreasonable risk of substantial harm.